Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he observed the screen of his adc blood glucose meter was cracked upon opening the box. Customer further reported that due to this issue he went to the emergency room, where he was then sent to his private doctor who injected him with an unspecified type and dosage of insulin. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he observed the screen of his adc blood glucose meter was cracked upon opening the box. Customer further reported that due to this issue he went to the emergency room, where he was then sent to his private doctor who injected him with an unspecified type and dosage of insulin. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.